Manufacturer narrative:
Device was explanted and returned for analysis. An explant date was not provided. Prior to the analysis of the ICD, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6) 2020 at 12:45h. The data further showed a detection of strong magnetic fields at 12:32h, 13 minutes before the eos detection, most probably due to the beginning of the mentioned MRI scan. The data showed that the MRI mode of the device was not activated. Upon receipt, the device interrogation confirmed the eos battery status, 10 charging cycles were recorded in the devices memory. In a next step, the ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 3.10v revealed a charged battery. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. Based on the analysis results, the eos status most likely resulted from the reported MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. However, please note that an MRI scan without prior programming the device into MRI mode is not recommended because of possible subsequent damage to the electronic module. The analysis did not reveal any indication of a device malfunction.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6) 2020 at 12:45. The data further showed a detection of strong magnetic fields at 12:32, 13 minutes before the eos detection, most probably due to the beginning of the mentioned MRI scan. The data showed that the MRI mode of the device was not activated. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. However, please note that an MRI scan without prior programming the device into MRI mode is not recommended because of possible subsequent damage to the electronic module. Should additional relevant information become available, this investigation will be updated.

Event description:
It was reported that this device reached eos after an inappropriate MRI exam.